Manufacturer narrative:
We have inspected the qc documents of the lot and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. The angulation of the screw was aimed towards the proximal radial head and did not seem to exceed the 15 degree variable angle. But, the screw was already locked in the plate hole and the surgeon tried further and caused the head of the screw to crack.

Event description:
It was reported that the head of a locking screw cracked during final tightening.